Event description:
Boston scientific received information that during a routine follow-up, daily measurements indicated high out of range impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the system information and provided some troubleshooting and testing suggestions. It was indicated the patient would continue with routine follow-ups. This patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.